Manufacturer narrative:
Medtronic received the following information from a journal article entitled; risk factors for early and late iliac limb occlusions of stent grafts extending to the external iliac artery after endovascular abdominal aneurysm repair choi e, lee sa, ko gy, nayoung k, pil y, han y, kwon tw annals of vascular surgery. 2021 jan;70:401-410. Doi: 10.1016/j.avsg.2020.06.028. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant, talent & aneurrx and non mdt stent grafts were implanted in patients for the endovascular treatment of abdominal aortic aneurysms. The following malfunctions were observed; stent graft kinking, ib endoleak the following adverse events were observed; dissection, occlusion, stenosis, aneurysm, intervention.